Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected incomplete bolus alert had occurred. Customer had not entered the bolus screen. Customer's blood glucose (bg) was 480 mg/dl. Customer resume pump therapy.